Event description:
It was reported that during a case using the 9800 system, a loud "popping" noise was heard coming from the tube housing. The system was rebooted and the case completed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to clean and regrease the candlesticks. Candlesticks cleaned and regreased. The system was tested and found to be working as intended and placed back into service.